Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. Customer reported being hospitalized in (B)(6) . Customer's blood glucose at the time of admission was over 500 mg/dl. The customer also reported having the flu, contributing to their high blood glucose. It was also found the customer had diabetic ketoacidosis, thirst and was vomiting. The customer reported being hospitalized for 2 days. The customer was taken off insulin pump therapy once admitted into the hospital. No additional information provided.